Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 20mg/ml dilaudid at 4mg/day , 2000mcg/ml clonidine at 400mcg/day, and 15mg/ml bupivacaine at 3mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp had noticed higher then expected residual volumes at refills for the past few months. No known environmental/external/patient factors that may have led or contributed to the issue. It was reported that there was a dye study done not too long ago. It was noted that the pump was replaced on (B)(6). It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.